Event description:
It was reported that the arctic sun device was having issues with inlet pressure and flow, it would be coming in for assessment. Per email response received on 06dec2022, biomed stated there was no patient involvement and was sending device in for repair. Per sample evaluation results received on 06jan2023, the root cause of the reported issue was due to a failed circulation pump. It was reported that the tank seal in the front was completely off of the tank. It was stated that the decontamination technician could not get control panel to boot up . It was also stated that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was noted that the all tank seals, double bend tube and chiller evaporator outlet tube were replaced.

Manufacturer narrative:
Upon further review, bd has determined this MDR to be not reportable as tube expansions are not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was having issues with inlet pressure and flow, it would be coming in for assessment. Per email response received on 06dec2022, biomed stated there was no patient involvement and was sending device in for repair. Per sample evaluation results received on 06jan2023, the root cause of the reported issue was due to a failed circulation pump. It was reported that the tank seal in the front was completely off of the tank. It was stated that the decontamination technician could not get control panel to boot up . It was also stated that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was noted that the all tank seals, double bend tube and chiller evaporator outlet tube were replaced.